Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and returned for analysis. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.